Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024 a hospital case manager (hcm) reported that the patient is currently in the intensive care unit due to diabetic ketoacidosis. It was stated that the, "needle keeps falling out." (Presumed to mean the sensor). The reported confirmed that the admission date was on (B)(6) 2024 in the afternoon and the patient was wearing the dexcom sensor when she came in. The reporter confirmed that the patient was brought to the hospital by an ambulance. She also stated that the patient was found confused by her boyfriend and has a history of type 1 diabetes and dka. Of note, the patient was given insulin drip, put on fluid and potassium. The patient's condition at the time of the report per the reporter was that the patient was alert, awake and oriented. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.